Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged and the body of the housing is split at the seam. Functional testing was not performed because the device was received in a condition making functional testing impossible. The receiver case was opened for further evaluation. Due to the usb connector being dislodged and a

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the receiver was getting hot on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the receiver was getting hot on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.